Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation performed. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the mobile view station (mvs) interface cable needed to be replaced due to intermittent connection issues. No patient present, non-clinical setting.